Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it twenty-seven unopened samples that pertain to the product code mcp936h were received. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/6/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional informaiton was requested, the following was obtained: was the needle retrieved during the same procedure? Yes. What measures were taken to retrieve the needle? Image intensifier radiology. Was there any additional tissue damage as a result of searching for the needle? Not reported. Does a piece of the needle remain in the patient¿s tissue? No. In what tissue was the broken needle located? Not reported. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not reported. What tissue was being sutured when the event occurred? Subcuticular layer see above was additional dissection required in other organs/tissues other than the target tissue? Not reported. Was there any change in the patient¿s post operative care due to the prolonged procedure? Not reported. The following information was received: was surgery delayed due to the reported event? Yes, if yes, number of minutes: unknown , action taken when event occurred? Image intensifier radiology, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and a suture was used. When suturing subcuticular layer, needle detached from suture whilst no undue force applied. Patient needed to undergo ii radiology to confirm needle embedded within tissue. The needle was retrieved during the same procedure. There were no patient consequences reported. Additional information was requested.